Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (ccase damage w/moisture) issue. Reportedly, the battery compartment was cracked and moisture was observed in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2015 with the following findings: a visual inspection of the pump showed that there was visible rust on the battery cap. The battery compartment was cracked and the pump failed a leak test due to this. A display lens leak was also found. The display screen was distorted during testing and the vibration feature was not functioning. The pump cover was opened and moisture was found inside the cover, on the vibration motor, printed circuit board, support bracket and transceiver. Additionally, rust was found on the vibration motor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.